Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable result for 1 patient tested for elecsys t4 assay (t4) on a cobas 6000 e 601 module. The initial t4 result was 0.577 ¿g/dl, from sample a. The initial result was released outside of the laboratory. The physician requested that a new sample, sample b, to be collected and testing repeated. On (B)(6) 2018 a t4 result of 8.71¿g/dl was obtained from sample b. On (B)(6) 2018 the primary tube for sample a was retested with a t4 result of 8.28 ¿g/dl. On (B)(6) 2018 sample b was retested with a t4 result of 8.78 ¿g/dl. There was no allegation of an adverse event. Sample a had a low sample volume, but there were no clots detected. The t4 reagent lot was 19428106 with an expiration date of 31-mar-2018. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Based on calibration and qc results, a general reagent issue can most likely be excluded. The t4 reference range was 5.1 - 14.1 g/dl.